Manufacturer narrative:
Additional information was added: the lot was manufactured between september 14, 2019 to september 17, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. It was further reported that the bag was leaking from an unspecified location. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.